Event description:
The patient reported that the previously working remote monitor, did not power on even after setup was verified. The power cord was replaced. It was reported several weeks later, that the remote monitor powered on, but was unable to establish telemetry with the implanted device. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
The patient reported that the previously working remote monitor did not power on even after setup was verified. The power cord was replaced. It was reported several weeks later that the remote monitor powered on, but was unable to establish telemetry with the implanted device. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment that it would not begin an interrogation. Analysis also found corrosion and contamination on the printed circuit board assembly and with the corrosion the unit was unable to power up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.